Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right-side capsular contracture baker grade iii. Device remains implanted.

Event description:
Healthcare professional updated right capsular contracture to baker grade iii/IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported rupture discovered during surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right-side capsular contracture, baker grade iii/IV. And later rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening device on the posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: creases is observed. No further actions are required, as the device was implanted.